Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to an abstract titled "a case of complication associated with catheter intervention for the treatment of patent ductus arteriosus" (the japanese society of pediatric interventional cardiology, 2016, vol. 27, page 128, o-19), a 10/8mm amplatzer duct occluder (ado) was deployed into the pediatric patient. The patient had a krichenko type d ductus which measured 3.9mm (aortic side) x 6.3mm (pulmonary arterial side); however, two days post-procedure the physician expressed concern that the implanted ado had the potential for migration. Therefore, the ado was explanted.